Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 6 years ago. Aneurysm and vessel morphology were not reported. It was reported that there is a proximal type 1 endoleak. The physician stated that they were going to place another manufacturer's cuff to repair it. They placed the cuff and still had a type 1 endoleak. They placed a snorkel in the right and left renal and then placed an endurant cuff to fix the endoleak successfully. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak), (unknown cause of event). Evaluation , conclusions: (unknown cause of event).